Manufacturer narrative:
Based on the information provided no definitive conclusion can be made. It was reported the patient was implanted with a ventralex st (device #1) and a ventralex (device #2). No details regarding implant info including implant dates have been provided. It is alleged the patient experienced multiple obstructions, pain, constant belly button infections and migration of device. Based on the information provided, it is unknown to what extent the mesh implanted may have caused or contributed to the patient's post op complications. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." No lot number has been provided, therefore a DHR review could not be conducted. This file represents the ventralex (device #2), a second emdr was submitted to address the ventralex st (device #1). Not returned for evaluation.

Event description:
Per maude event report mw5092522: as reported, the patient had hernia mesh implanted (ventralex and ventralex st) and was suffering from the following adverse events. Patient was having elevated blood pressure, elevated heart rate, pain, constant infection on her belly button which occasionally becomes sepsis. As reported the patient reportedly had 10 bowel obstructions since 2014. The reporter stated the patient avoids certain types of food and changed whole diet as a result of her pain. As reported the mesh has migrated and it was unable to be detected by MRI and CT scan. It is reported the patient reported with clinic to have it removed.